Event description:
Information was received indicating that a smiths medical fluid warmer had a defective float sensor. No adverse events were reported.

Manufacturer narrative:
Other, other text: one fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device was then filled with water and powered it on. The reported customer complaint was not confirmed. The float switch alarm worked as intended. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review.